Event description:
It is reported that patient started to experience pain. There was no specific event that caused the pain. After checking the patient's charts, surgeon did find that she fell in (B) (6) 2009.

Manufacturer narrative:
This report will be amended when our investigation is completed. (B) (4)